Manufacturer narrative:
(B)(4). Date sent 12/16/2025. D4 batch # unk. Photo analysis. This is an analysis of two photos submitted for evaluation. During the visual analysis, the following was observed: the photos shows a body cavity with no staples present; however, the photos do not provide enough evidence related to the event reported. The indication for the device is transection/resection /anastomosis which means that since the pharynx is gi tissue there is nothing off label with the use. If I can imagine what was attempted this was a lateral staple line. It would be hard to get the device and tissue aligned well enough for a secure firing, so if what I am imagining is what happened the tissue slipped out off the deck during firing leading to the ¿miss." No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 401d55, and no non-conformances were identified. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what color of cartridge was used? Were there any malformed staples identified? Why does the surgeon believe that the operative complications were caused by a failure of the ats45 device? What is the current status of the patient? How was the defect ultimately closed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure a patient sustained a large perforation of his pharynx during transoral endoscopic stapling and division of cricopharyngeal bar with ethicon ats45 endostapler. It required open approach repair via the neck. I have discussed and reviewed the attached photos with h&n consultant colleagues and we think cartridge malfunction is the most likely cause. The patient seems to be recovering well. The device seemed to be working fine, and fired as usual, all routine - removed the stapler following firing of 1x cartridge, and large perforation evident. Most likely device / cartridge related as the access was especially excellent in this case.